Event description:
Evaluation revealed a damaged force sensor pin.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor pin. Review of the pump history revealed "no prime" alarms associated with zero force.